Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome. It was reported that the patient reported that they had their head removed when the battery "burned out." When the patient was asked if it was normal depletion the patient stated that it was only 8 years. The patient's reason for calling was that they said they were considering having another scs device implanted and were wondering if the leads could go higher in the body. The patient stated that during the trial they were able to get the lead to go far enough to relieve shoulder and neck pain, but the doctor was told that they couldn't insert the lead that high in the neck. The patient inquired if they could insert the leads higher, and was told that the indications are still the same. The patient stated that the battery burned out in 2016 as it only lasted 8 years. The date of the pain not being covered was unknown. No further complications were reported or anticipated.